Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with undesired damage or breakage of those materials used in device construction. Patient information was confirmed for 1 event. 1 female patient. The patient was (B)(6).